Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on december 17, 2019, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2011 by (B)(6), d.o., at (B)(6) hospital in (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2019 by (B)(6), m.d., at (B)(6) hospital in (B)(6); the filter was able to be retrieved. The complaint alleges the filter was embedded, fractured, and had caused perforation. The complaint specifically alleges ¿perforation abutting an adjacent organ and one fracture strut remains embedded in ivc wall.¿ argon¿s attorneys are attempting to gather additional information.